Event description:
After treatment with bovine collagen the pt reported slight bruising, redness and beading. Physician treated with topical bactroban. Follow up findings from correspondence received by physician in 2004; symptoms are no longer ongoing. The pt received microdermabrasion for scarring along with a botox injection.